Event description:
It was reported that an unspecified malfunction occurred. During troubleshooting with technical support, the pump was reset clearing the alarm. There was no adverse impact to the customer's blood glucose level.